Event description:
It was reported that an ilet device experienced very low battery with premature battery discharge, where the device would momentarily light the blue circle, then go to a black screen, display ¿charge ilet now, low battery, therapy has stopped,¿ and fail to hold a charge despite a solid green indicator on the wireless charger and successful charging of another device, indicating a battery component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem associated with the battery, consistent with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.